Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that he found a leak from his patient line during the beginning of treatment. It was from the patient end at the "y" connector. He reported that there may have been a problem with the "o" ring. The set was discarded. During follow up, the patient reported that he had informed his pd nurse of the incident and was not prescribed any antibiotics. His effluent remained clear. He switched to manual treatment and did not miss any treatments.